Manufacturer narrative:
Concomitant products: ddbb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing with high rate non-sustained (hrns) and sensing integrity counter (sic) episodes. The episodes indicates a possible t-wave oversensing. The lead remains in use. No patient complications have been reported as a result of this event.